Manufacturer narrative:
A getinge field service engineer (fse) found that drive regulator calibration tests cannot be kept within the specified values change compressor, scroll 1 set test overall operation machine can work normally - check then according to the attached checklist hours of turning on the machine 1,299 hrs. Hours of operating the machine 1,265 hrs. Working cycles 4,521,379 cycles due for next safety disk replacement 10/2028 cycle. Safety disk work 2,326,705 cycles due to replace compressor scroll, duty cycle 5000 hrs. Tidal volume disk due to replace, duty cycle 12,000,000 cycles. Current duty cycle 4,521,379 cycles battery slot 1 started 31/07/23 battery due on 07/31/27. Slot 2 battery started on 01/08/23. Battery due on 01/08/27. Replaced parts due to being under warranty. The failure analysis and testing dept. Received the following parts associated with this complaint:compressor, scroll , muffler <100 micron. Parts were received with a reported failure of a system overtemperature. Performed a visual inspection found the parts to be in good condition. The fat installed compressor, scroll in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Tested for 4 hours. Could not confirm the reported failure. The fat installed muffler <100 micron in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. The fat installed both muffler,1/8 npt in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm the reported failure for either part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformance with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has a system over temperature. There was no injuries or deaths.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.